Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. This case reports the breakage of the healicoil anchor and per case details half of the anchor remained implanted in the patient. The size of the anchor that remained implanted is unknown. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported breakage cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include unintended excessive force on insertion. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder arthroscopy with rotator cuff repair, two (2) healicoil knotless anchors broke while being implanted using the punch then tap combo. The 1st anchor cracked and was removed from the patient. The 2nd anchor cracked when was halfway implanted and could not be fully removed; half was left in the anatomy with fixation and half was removed. Broken pieces were retrieved from the patient with arthroscopic graspers and shaver suction. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).